Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (check te pad messages, wires exposed) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the ECG a, b and the front te was pulled from the strain relief, damaging the pulse wire connection in the distribution node. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt had exposed wires and was producing check therapy pad messages.